Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported to philips that during servicing, the device touchscreen capabilities were out of position and failed calibration. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) was assigned to evaluate the device. While performing periodic maintenance the issue was confirmed and traced to a faulty touchscreen. The se replaced the touchscreen. The device passed performance verification testing and was placed back into service.